Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: end piece of inserter was left in the cup. / / investigation method: the complaint sample consisted of (B)(4) cas straight cup inserter, lot number nb114195. The dowel pin used to connect the cup impactor insert to the impactor straight shaft had fractured. The two ends of the pin had been welded to the straight shaft. The middle section of the dowel and the impactor insert were not received. The cup inserter was sectioned in order to view the fracture surface. Corrosion was noted in the threads adjacent to the fractured dowel pin. The fracture surface was examined with scanning electron microscopy (sem). Shear dimples were noted on the surface. There were no signs of fatigue. The direction of the shear dimples indicate the dowel pin fractured due to overload occurring during axial rotation of the cup inserter. On the basis of these observations, the dowel pin fractured due to shear overload. There were no inclusions or other material defects that could have contributed to crack initiation or propagation. / / investigation summary: territory 217 reports the end piece of the inserter was left in the cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
End piece of inserter was left in the cup.